Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the swivel was loose, the machined head was damaged, the screws were worn, and the device was out of calibration. The motor, machined head, pin, screws, swivel, and bearings were replaced, and the device was recalibrated and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: switzerland.

Event description:
It was reported that during maintenance inspection, the unit was sent in for maintenance but found in need of repair due to damaged machined head, worn screws, loose swivel, calibration error, and motor issue. Inconsistent speed was confirmed at final investigation. No patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.